Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range right atrial (ra) pacing impedance measurement, measuring greater than 2000 ohms. In addition, there was oversensing observed on the right atrial (ra) channel leading to inappropriate store of atrial tachy response (atr) episodes. Technical services (ts) reviewed device strips and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. Ts discussed programming and troubleshooting options. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range right atrial (ra) pacing impedance measurement, measuring greater than 2000 ohms. In addition, there was oversensing observed on the right atrial (ra) channel leading to inappropriate store of atrial tachy response (atr) episodes. Technical services (ts) reviewed device strips and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. Ts discussed programming and troubleshooting options. No adverse patient effects were reported. This product remains in-service.